Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by a myocardial infarction. During the index procedure two resolute onyx drug eluting stents were implanted in the proximal lad to treat the myocardial infarction. The patient suffered a dissection in the proximal lad during the procedure. This was treated by implanting a third resolute onyx drug eluting stent. The patient recovered.

Manufacturer narrative:
The investigator assessed this event as not caused by the resolute onyx stents implanted during the index procedure. If information is provided in the future, a supplemental report will be issued.